Event description:
The caller reported a malfunction with their insulin pump. There was no adverse impact on the customer¿s blood glucose level. A replacement pump with updated software was sent to the customer, and they were advised to use multiple daily injections as a backup therapy. The caller understood they should put the pump into storage mode and return it using the provided ups return box and pre-paid label.